Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed the system could not be turned on and the boot prompt cannot find the hard disk. As part of troubleshooting, the hard disk was re-plugged and connected to the motherboard. The system would occasionally return to normalcy. Fse suspected issue with motherboard. A quote was sent to customer for the replacement of the motherboard. However, the customer did not accept philips services so the replacement could not be processed. Customer has another system available for usage. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system failed to startup. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.